Event description:
It was reported that the patients lead migrated which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as the hospital did not release the lead due to restrictions.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.